Manufacturer narrative:
(B)(4). Customer has indicated that the product is available for return to zimmer biomet for investigation. Additional concomitant medical products: medical product - oxf twin-peg cmntd fem md PMA , item 161469, lot 100850; therapy date - (B)(6) 2017. Medical product - oxf uni tib tray sz b lm PMA, item 154720, lot 957070; therapy date - (B)(6) 2017. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00054 and 3002806535-2018-00055.

Event description:
It was reported that a patient underwent an initial left knee procedure and subsequently the patient was revised due to unknown reason.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. This event is now not reportable for this component since only the tibia was involved.

Event description:
Patient's tibia collapsed, therefore needed revised and converted to a total knee. The patient was a large woman, belief that this may have led to her tibia collapsing.